Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a vessel perforation occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the calcified circumflex artery. A runway guide catheter was advanced to the target lesion. The 8mm x 3.5mm quantum maverick was being used to post dilate another manufacturer's bare metal stent. During the first inflation of the balloon, a micro vessel perforation was noted. The vessel perforation was treated with another manufacturer's covered stent which was placed inside of the bare metal stent in an overlapping fashion. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine. In the opinion of the physician, the vessel perforation was due to the calcified artery.

Manufacturer narrative:
Age at time of event: 18 years or older.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.bsc ID# a00240921 tw# 1685784